Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the corroded pins inside the video connector socket could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to an olympus repair facility and an evaluation of the device was performed. Upon inspection and testing of the unit, scope error b30 was reproduced, caused by a corroded inner connector pin. In addition, a loose socket was discovered. The investigation is ongoing; if additional information becomes available, this report will be supplemented accordingly.

Event description:
A customer reported that a b30 scope error occurred while preparing the cv-170 video system center for use. A diagnostic procedure was completed using another device. There were no reports of patient harm.